Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marksman microcatheter had a distal separation or break during use. The patient was undergoing surgery for treatment of a stroke. It was noted the patient's vessel tortuosity was normal. The middle cerebral artery (mca) access vessel diameter was 3.5 mm. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). A separation or break was encountered at the distal end of the microcatheter during use. There was no friction or difficulty during injection. Force was applied during delivery or removal, however, the catheter tip was not entrapped or stuck, there was no vasospasm noted, and the microcatheter was not stuck inside the guide catheter. No surgical or medicinal interventions were required. No patient symptoms or complications were associated with this event.

Event description:
Additional information received reported that a cereglide 71 137cm intermediate catheter and a drivewire 24 had been used. The drivewire 24 was still inside of the marksman microcatheter during suction thrombectomy. There was no visual damage to the wire or guide catheter, and no damage or abnormalities to microcatheter before it entered the body. There was no visible damage to the intermediate catheter or drivewire after the event. During thrombectomy (removal of the wire and microcatheter) the tip of the catheter separated off. It was attached to flush during procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.